Event description:
Pump was reported to have declared a cartridge change error with no adverse impact on the customer's blood glucose level. Technical support instructed the customer to inspect the cartridge o-ring and the pneumatic tap area, ensuring they were clean and undamaged. After several unsuccessful attempts to load the cartridge, technical support assisted the customer, who was eventually able to successfully load a new cartridge and resume insulin delivery.